Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter was displaying an ¿error 6¿ message. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014, the patient stated she woke up feeling ¿shaky and sweaty.¿ this prompted her to test her blood glucose and at 1:21 a. M., the alleged issue occurred. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated that she tested her blood glucose on another device (ultramini) and obtained a result of ¿79 mg/dl¿.the patient stated she self-treated with food and/or drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. Although the patient treated herself with food and/or drink, there is no indication that the subject meter caused or contributed to this serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014).the patient¿s meter has been returned on 4/22/2014 and evaluated by lifescan product analysis on 6/19/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective flash ic104. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.